Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's basal-iq software was not functioning as intended as the pump suspended insulin inappropriately. Customer's blood glucose (bg) level was 174 mg/dl-186 mg/dl. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.